Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The device system was extracted due to sepsis/infection. No further information was reported.

Event description:
New information received stated that echo noted vegetation on the right ventricular lead. Blood cultures of patient were positive for mssa. According to the physician, including device, other factors might have also contributed to infection. The patient was stable before, during, and after the explant procedure.